Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead, the physician poked through the suture sleeve as they were tying down the lead, this lead to an insulation breach. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.